Event description:
It was reported that the patient had received an end of service (eos) message about two weeks prior to this report. It was noted that the patient had met with a manufacturer representative on (B)(6) 2013, but had reported the eos about a week before, over a weekend. The patient was reported as having been implanted on (B)(6) 2013 and the patient¿s healthcare provider had first turned on the implantable neurostimulator (ins) two weeks after implantation. It was stated that after the ins was turned on, 30 minutes passed before the battery started blinking and then went dead. After the battery went dead, stimulation stopped and the patient had to recharge. Since then, it was stated that the patient would recharge two times a week with six bars and the ins turned off and it would take 4 to 4.5 hours to recharge. It was noted that a manufacturer representative had reprogrammed the patient¿s ins to increase the battery¿s longevity, but the patient only used that program for 2 days as it did not cover the patient¿s pain as did the prior program. Additional information received reported that it was thought that the ins was ¿dying out rather quickly.¿ it was stated that the patient¿s therapy would work well when the ins was fully charged, but as it would deplete, the therapeutic effect became less. Additional information received reported that the ins had to be charged more often than expected. The patient was reported as having to charge the ins twice a week for about 4.5 hours each time, in order to fully charge the ins. It was reported that the recharge statistics showed that the ins was taking a charge, was often being charged from a starting charge of 25% full to an ending charge of 100% full, and that the ins was charged every three to five days. It was noted that longevity calculations estimated a recharge interval of 6.15 days to 8.04 days. The patient was reported as feeling a less strong stimulation when the ins was at a charge of 50% or less, as opposed to when the ins was at 100% charge. The impedance of electrode 15 was reported as having been >10000 ohms, which was an electrode that was used in the patient¿s program. It was noted that all other impedances were in a normal range of 1000-1100 ohms. No new information. No new information. Additional information received reported that after meeting with a manufacturer representative, the patient left, happy with the coverage. It was stated that the patient¿s battery was not holding a charge. No new information. Additional information received reported that nothing was determined to be wrong with the device, but charging it was necessary more often. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).